Event description:
Patient on a high frequency jet ventilator with endotracheal tube adapter continuously popping off from site causing opening of system. Patient required reintubation and new tubing system. On (B)(6) 2024, patient now positive for klebsiella oxytoca, collected from endotracheal aspiration. Pre-term newborn 22.2 weeks, on high flow jet ventilator.